Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c33, that has a similar product distributed in the us, list number 6l23.

Event description:
The customer observed (B)(6) results while using the architect anti-hbc igm reagents. The following data was provided for the patient. (B)(6). Additional information indicated the specimen was (B)(6) using both qualitative and quantitative measurements, however the specific method and values were not provided. The patient had a history of (B)(6), however no specific diagnosis information was provided. No impact to patient management was reported.

Manufacturer narrative:
Upon further review, this issue does not meet reporting criteria.